Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error and motor position encoder error. The customer was able to lock in place and rewind the insulin pump. The drive support cap appeared normal. The insulin pump also passed the self test and there was no damage to the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.